Event description:
The pt is a 38 year old white female who had bilateral breast augmentation in 10/83 using the silicone gel implants. The left breast immediately got hard and the pt underwent closed capsulotomy within a year, however, this did not solve the problem and pt became hard again. Pt has always had very uncomfortable breasts. Following the augmentation she developed left ankle swelling and left lower leg swelling with pain. Both lower legs now swell. The right leg also hurts. Pt is unable to work at ther desk because of numbness, tingling and pain in the arms and legs and feet. Pt's calves hurt when she walks. Her skin hurts also on the extremity. Venogram, ultrasound and CT scan of the lower back have all been negative. Pt was diagnosed as fibrositis in 12/91. She has been on amitriptyline which helps her. She also has short-term memory loss. There is also fatigue.